Manufacturer narrative:
Conclusion code: no longer applies.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration 125 mcg/ml; dose 70.75 mcg/day), hydromorphone (concentration 6 mg/ml; dose 3.396 mg/day), clonidine (concentration 300 mcg/ml; dose 169.8 mcg/day), bupivacaine (concentration 30 mg/ml; dose 16.98 mg/day), and prialt (concentration 4 mcg/ml; dose 2.264 mcg/day) in simple continuous mode via an implantable infusion pump. Lot numbers were not provided. Indication for use was spinal pain. The patient was also prescribed pa boluses via the personal therapy manager (ptm). On (B)(6) 2016 the patient saw an error code of 8476 (motor stall) on the ptm and heard a pump alarm a few minutes later. The patient felt like he was having a panic attack. The patient made the hcp aware of the event who later reported that, per the event logs, the motor stall occurred (B)(6) 2016 at 10:56 with recovery at 11:39. The patient later presented to the clinic on (B)(6) 2016 and the hcp did not see any attention dialogue box for a motor stall when the pump was interrogated with the clinician programmer. The hcp performed a new pump refill on (B)(6) 2016 and everything worked fine and settled down nicely after that. Additional information was requested regarding drug information, patient medical history, troubleshooting performed, actions/interventions taken, and the cause of the motor stall. A supplemental report will be submitted if additional information is received. Additional information was received from a healthcare provider (hcp) indicated the start date of the patient's drug therapy was 2006 and ongoing. The patient's pertinent medical history included neuropathic pain, myofascial pain, and chronic pain syndrome. On (B)(6) 2016 there was a pump stall alarm and this happened again on (B)(6) 2016. After the second pump stall alarm in two days each event was associated with increased pain. The pump was immediately replaced and sent to the manufacturer. The patient was doing well.

Manufacturer narrative:
On 2016-04-13 analysis of the pump revealed a motor gear train anomaly regarding corrosion and or wear and or lubrication. The motor stall was due to the shaft bearing. As per the pump¿s log, the following drugs were administered via the pump as of (B)(6) 2016: dilaudid with concentration 6.0 mg/ml at a dose rate of 3.3960 mg/day, clonidine with concentration 300.0 mcg/ml at a dose rate of 169.80 mcg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 16.980 mg/day, prialt with concentration 4.0 mcg/ml at a dose rate of 2.2640mcg/day, and baclofen with concentration 125.0 mcg/ml at a dose rate of 75.75 mcg/day.

Event description:
Additional information was received from a healthcare provider (hcp) via (B)(4). The adverse event was medically confirmed. The patient experienced withdrawal symptoms due to the pump stall; the date of the event was (B)(6) 2016. The pump was replaced emergently. Regarding prialt it was indicated that the hcp had to wait several days to get a priming dose of prialt for the pump. The outcome of the adverse event was recovered/resolved. Preexisting medical condition/relevant medical history included polyarthralgia and myalgia. A company representative further reported that the patient was without injury and had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.